Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose was 537 mg/dl. Customer current blood glucose level was 358 mg/dl. Customer was not reporting any symptoms related high blood glucose. Trouble shooting was performed. Customer was using the insulin pump system within 48 hours of reported event. Auto mode feature was not active at time incident. Air bubbles were present in infusion set. The insulin pump will not be returned for analysis.